Event description:
A report was received that the patient experienced inadequate stimulation. X-ray was taken and confirmed that the lead was migrated. The patient underwent a revision procedure and was doing well postoperatively.